Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide:, model: ust400 14421-aw rev h 01/16. Using the pod 5 / page 55: before applying a new pod, you must first select an appropriate infusion site. Due to ease of access and viewing, the abdomen is often used. Your healthcare provider may suggest other potential sites that, like the abdomen, typically have a layer of fatty tissue, such as the hip, back of upper arm, upper thigh, or lower back (figure 5-13 and figure 5-14 on the next page). Caution: change the site each time you apply a new pod. A new infusion site should be at least 1" away from the last site. (Using the same location repeatedly may reduce insulin absorption.) Living with diabetes 9 / page 107: warning: if an infusion site shows signs of infection: 1. Immediately remove the pod and apply a new one at a different site (see chapter 5, using the pod). 2. Contact your healthcare provider. Warning: check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
It was reported that a patient developed an infection at the pod¿s insertion site (leg) while wearing the pod between 36 and 48 hours. Patient¿s blood glucose (bg) levels reached 409 mg/dl and they tried to correct it. A new pod was applied. The fever started on saturday, they did not say for sure it's because of the abscess. There was a setting change made two months ago. The site looked like a bad mosquito bite, red, irritated, tender and although it didn't hurt, the area definitely felt sore. On friday it looked bigger and redder and by saturday it looked like a pimple but bigger and the patient¿s father could see white puss and it looked like an abscess. On (B)(6) the patient had a follow up appointment with the patient¿s doctor and that was when the patient was diagnosed with an abscess. Patient¿s treatment included neosporin, warm compresses and antibiotic, and cephalexin 125 mg for 5 millimeter suspension 1 teaspoon twice a day for 10 days and to avoid the gym for a week.